Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working due to fluid loss. A surgical procedure was performed to remove and replace all the components. Upon explant, it was noted that the tubing was severed, and the right cylinder was torn. No patient complications were reported.